Event description:
Additional information received per the medical records state that the indication for filter placement was hypertension, acute bilateral lower extremity deep vein thrombosis, acute bilateral pulmonary embolism and coronary artery disease (status post coronary artery bypass graft nine days prior to index procedure). The filter was deployed via the patient's left femoral vein without difficulty. A venogram performed from the left common iliac vein showed no evidence of thrombus in the left iliac vein or in the inferior vena cava. The filter was deployed below the renal vein and above the iliac vein bifurcation. Additional venograms showed an excellent result and good expansion of the optease filter with no dissection of thrombus. There was a normal flow across the device. At the end of the procedure, a 6-french femoral sheath was removed from the patient with good hemostasis. The patient tolerated the procedure well with no complication. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately two years and eight months after the index procedure. The patient has also experienced lower back pain, leg pain, darkening of the skin, heaviness in legs and severe cramping at night. The patient also reported that he has an aortic aneurysm that could burst at any time.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a1, a2, b3, b4, b5, b6, b7, d1, d3, d4, d10, g3, g6, h1, h2 and h6. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was reported to be hypertension, acute bilateral lower extremity deep vein thrombosis (dvt), acute bilateral pulmonary embolism (pe) and coronary artery disease. The patient is further reported to have recently undergone coronary artery bypass grafting (CABG). The filter was implanted via the left common iliac vein and placed in an infrarenal position above the iliac bifurcation. The patient is reported to have tolerated the procedure well and without complications. Approximately two years and eight months after the filter implantation, the patient became aware that the filter had tilted and was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced back and leg pain, skin darkening, leg heaviness and severe cramping at night associated with the filter. The patient also indicated that they had an aortic aneurysm. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter tilt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered & will suffer significant medical expenses, pain and suffering, and other damages.